Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had persistent ventricular assist device (vad) alarms in the middle of the night. There were changes to patients¿ clinical status and they felt well. There were no recent medication changes. The patient stated that the alarms were power cable disconnect, despite being connected. It was advised to clean batteries/clips which did not resolve the alarms. Ultimately, the patient underwent system controller exchange which resolved the alarms. The waveforms from current system controller and old system controller were submitted for review. From interrogation, low voltage advisory was also observed. The log file captured a lot of low power advisory alarms and odd voltage trends while the patient was connected to batteries indicating a weak connection between them. The system controller was exchanged from their primary to backup system controller on 28may2026. The primary controller¿s log file indicated the driveline was first disconnected at 2:22:46 am and the first timestamp on the backup controller¿s log file was at 3:02:01 am which would mean the pump was off for about 40 minutes due to system controller exchange. The log file also contained 1 low flow estimate that wasn¿t sustained long enough to trigger a low flow hazard event when the calculated pi is elevated. These flow readings do not appear to be the result of any external equipment malfunction. There were no unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log file. Based on the data visible in the log file the mechanical circulatory system (mcs) equipment was operating as intended electronically and mechanically.